Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no video on the flex monitor. During troubleshooting, the fse found there was malfunction with the flexvision pc. The fse replaced the flexvision pc and reloaded the software. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and replaced the flexvision pc and the device was returned to expected functionality.